Event description:
It was reported to philips that the 3d arch locks during rotational movement on an allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service adjusted arch position and motor power; functionality tests passed. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).